Manufacturer narrative:
Device received with a blank display anomaly, problem isolated to the battery tube assembly. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on even after using a new battery cap. Blood glucose level at the time of the incident was 110 mg/dl. During troubleshooting, the customer was unable to get the display to return after inserting a new battery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.